Event description:
It was reported that the patient had his device removed and replaced with an ambicor inflatable penile prosthesis because "malleable rod not adequate for erection."

Manufacturer narrative:
Catalog # 720074-01, lot 747434004, exp. 12/2016. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.